Event description:
Customer reports to have dropped insulin pump causing damage to drive support cap. Customer's states that drive support cap was sticking out. Customers blood glucose was 194 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked and detached end cap. The insulin pump was unable to perform the displacement test due to detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.